Event description:
It was reported that the customer had an issue with the sensor. Customer stated that she put in a new sensor last night and the serter pulled the sensor out. Customer pushed the sensor back into her body and this morning, she received two sensor errors and a calibration error. When the customer pulled the sensor out, she believed that some of it stayed in her body. Customer's blood glucose level was 86 mg/dl. Customer stated that 2/3 of the cannula is off of it. Customer stated that the introducer needle was a little harder to remove than usual. Customer stated that the introducer needle retracts. Sensor was worn for 10 hours. Customer stated that sensor cannula is still in the body. Customer was reassured that it is most likely the result of sensor retraction. Customer will have the sensor replaced and will send back the damaged sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used sensor was inspected and sensor cannula was whole. The device did not have any broken or missing parts.